Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that a recoverable fault occurred when moving the surgeon side console (ssc) right master tool manipulator (mtm). The intuitive tech support engineer (tse) reviewed the system logs and found error 23017 against axis 7 of right mtm. The surgeon moved to the other ssc to continue with the case. No troubleshooting was performed due to the customer being in the middle of the case. The customer advised that prior to the faults starting, they heard a squeaking noise when the surgeon rolled his wrist with the right mtm. The issue was escalated to intuitive field service engineer. The procedure was completed as planned with no reports of patient injury. Intuitive followed up with the customer and was advised that there was no additional information available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was installed on the golden system where the 23017 error was triggered indicating fault on the axis 7. Logs also showed the error 23017 indicating a faulty motor. The mtm was also installed on a functional test platform and failed sine cycle on axis 7. The axis 7 motor was ab tested and was verified to be the source of the fault.